Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The device was soaked in a water bath for four days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a shaft damage 23mm and 20mm from the tip of the device. The damage at 20mm also had a hole in the inner shaft. The damage is consistent with an interaction with a guidewire. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 03 jul 2020. It was reported that the device could not cross lesion. The 92% stenosed target lesion was located in left circumflex artery. A stingray lp catheter was selected for use. During procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No complications reported and patient was stable. However, device analysis revealed a hole in the inner shaft.